Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to corroded battery tube. Analysis was unable to verify motor error alarm due to blank display. The insulin pump was received with cracked reservoir tube lip and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 139mg/dl. The customer states initially he had a motor error, and then the pump would restart and rewind. The motor error reoccurred, but the pump would not restart. The customer stated that contacts on the battery cap were not missing or damaged. The customer stated that the battery compartment was corroded. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device will be returned for analysis.